Manufacturer narrative:
(B)(4). Device (catalog#) not sold in the us. Similar device/component sold in the us.

Event description:
It was reported that swg (spring wire guide) was kinked and did not advance during surgery. The kit was replaced by a new one and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation. The guide wire was returned without the advancer tube, the straightener tube or cap. The guide wire was observed to have a single distinct kink around the middle portion of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 322 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged parts of the guide wire was advanced through returned catheter, a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components without significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 322 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that swg (spring wire guide) was kinked and did not advance during surgery. The kit was replaced by a new one and used to successfully complete the procedure.